Manufacturer narrative:
Citation: huczek et al. Transcatheter aortic valve-in-valve implantation in failed stentless bioprostheses. J interv cardiol. 2018 d ec;31(6):861-869. Doi: 10.1111/joic.12540. Epub 2018 jul 15. Earliest date of publish used for date of event. Medtronic transcatheter-delivered bioprostheses referenced: corevalve and evolut r. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve-in-valve implantation (tavi- viv) inside of a degenerated surgical bioprosthesis. All data were collected from ten centers reporting into the national polish tavi registry between april 2010 and may 2016. The study population included 45 patients (predominantly male, mean age 80.1 years). Multiple manufacturer¿s devices were implanted in the study population. A total of 42 medtronic devices were identified in the study, including the surgically implanted freestyle (8), hancock ii (12), and mosaic (4) bioprosthetic valves, and the catheter-delivered corevalve (11) and evolut r (7) bioprosthetic valves. No unique device identifier numbers were provided. Among all patients a total of 9 deaths occurred: 1 periprocedural, 2 within 30 days of implant, and 6 after 30 days of implant. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events for the degenerated surgical bioprosthesis were regurgitation and/or stenosis. Adverse event for the tavi-viv valves included: elevated transvalvular gradients, moderate paravalvular leak, severe aortic regurgitation, acute kidney injury, coronary obstruction, malposition, patient-prosthesis mismatch (ppm), stroke, life-threatening bleeding, major vascular complication, undefined valve-related dysfunction, and re-hospitalization. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.